Event description:
A customer reported that during a procedure, the unit displayed an occlusion. Additional information provided indicated the surgeon was concerned about hearing the occlusion bell ringing during the case and elected to switch out the unit to complete the case. There was no harm to the pt. However, there was a 30 minute delay.

Manufacturer narrative:
A company rep visited the site and checked the system with no problems found. The company rep did find some debris on the phaco tip. The company rep reviewed with the surgeon about clearing the phaco tip. The facility cancelled the request for service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).